Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal right coronary artery (prca) with moderate calcification and mild tortuosity. After pre-dilated of the lesion a non-abbott stent was implanted. The 3.50x8mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion for post-dilatation and difficulty was noted due to the anatomy. The balloon was was inflated; however, the balloon ruptured during the first inflation at 10 atmospheres (atm) after 10 seconds. Therefore, the bdc was removed from the anatomy. A non-abbott balloon was used for post-dilatation in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.